Event description:
During operational checkout after preventive maintenance service of the device, the manufacturers service engineer reported a pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. The service engineer replaced the data acquistion pcb to motor controller pcb cable to address the reported problem. Final testing was completed to operating specifications.